Event description:
During index procedure the patient had an endeavor sprint drug eluting stent implanted in the rca. Approximately 30 months post index procedure the patient had an mi. On the same day the patient had a target vessel revascularization of the rca and a non-target revascularization of the ramus using non-medtronic stents. Investigator has assessed that the event was not related to the study device. It is reported that the patient recovered with treatment.

Event description:
Previously reported mi and stent thrombosis events occured one day prior to the date previously reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the same date as the previously reported mi and revascularization events the patient suffered from stent thrombosis. The stent thrombosis was located in the rca. Angiography did not show thrombosis of study stent. Investigator assessed that the stent thrombosis was not related to study stent. Patient recovered with treatment.

Manufacturer narrative:
Evaluation results and conclusions: (myocardial infarction). (B)(4).